Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 5.1 inr. Immediately after the meter result, a sample was collected for the laboratory and the result was 3.1 inr. The laboratory result was believed to be correct. There was no allegation of an adverse event. The patient's warfarin dose was withheld for 1 day and then decreased. The patient's condition was "good". The patient was not anemic, not polycythemic, no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no changes in medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. Retention test strips (lot 304973) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.